Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was not returned to bd for evaluation; however, medical records and images were returned for review. The investigation of the reported malfunction is confirmed for occlusion and perforation, but inconclusive for retrieval difficulties. Based upon the information provided, the definitive root cause is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced a difficulty removing, obstruction within device, and perforation. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient was a (B)(6) year old male with weight not provided.